Manufacturer narrative:
(B)(4). The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems are filed under separate medwatch report numbers.

Event description:
This is filed to report the single leaflet device attachment of the second mitraclip from the first procedure. It was reported that on (B)(6) 2018 two mitraclips were implanted reducing the degenerative mitral regurgitation from grade 4 to grade 2. The following day, on (B)(6) 2018, the first mitraclip was noted to have a single leaflet device attachment (slda) and mr increased to grade 3 to 4. The clip had detached from the anterior leaflet. Another mitraclip procedure was performed to stabilize the slda clip. A third mitraclip was implanted between the first two mitraclips but after clip deployment, this mitraclip also had an slda. This clip also detached from the anterior leaflet. The physician believes the friable anterior leaflet was the cause of the slda. A fourth clip delivery system was inserted to stabilize the third mitraclip but there was difficulty grasping the leaflets. A pericardial effusion was noted during this case and the procedure was aborted. No treatment was given for the effusion. The patient expired on (B)(6) 2018 from multiple organ failure. In the physician's opinion, the mitraclip did not cause or contribute to the death because the patient died from pre-existing multiple organ failure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported single leaflet device attachment (slda) appears to be related to the patient morphology/challenging anatomy (friable anterior leaflet). The reported patient effect of worsening mr appears to be related to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.